Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with back pain radiating to right leg. On (B)(6) 2009: patient presented with back pain. On (B)(6) 2009: patient presented with the following preop diagnosis: l5-s1 pseudoarthrosis. Procedure: anterior lumbar interbody fusion, l5-s1 with magnum peek cage. L5-s1 posterolateral fusion with bone morphogenic protein. Use of interbody device, peek cage. Preop: the 37 mm wide template from the magnum system was then used to mark the anterior annulus and then with a#15 blade, the anterior annulus and anterior longitudinal ligament were incised throughout the l5-s1 disk space, and the disk itself was removed utilizing straight and angled curettes. A 10 mm 6 degree magnum peek cage was then packed with a quarter of a large infuse sponge that had been soaking for approx. 30 min. It was able to identify the l5 and s1 screws, and subsequently the adjoining rods. Additional bony material was placed atop these bmp logs. On (B)(6) 2009: patient presented with following preop diagnosis: degenerative disk disease at l5-s1. Procedure: laparotomy and exposure of the anterior aspect of l5-s1 for interbody fusion. Patient tolerated the procedure well without any complications. On (B)(6) 2009: patient underwent single view spine x-ray: impression: pedicle screws and angled intervertebral fusion screws. On (B)(6) 2009: patient presented with pain in lower, abdomen, back , head. On (B)(6) 2011: patient presented with pain in his left side of neck radiating down the left arm into the hand. Patient has numbness and tingling. On (B)(6) 2011: patient presented with the following diagnosis: cervical spondylosis. Procedure: anterior cervical arthrodesis with complete discectomy, osteophytectomy and bilateral foraminotomy c5-6. Anterior cervical arthrodesis with complete discectomy, osteophytectomy and bilateral foraminotomy c6-7. Anterior cervical instrumentation, c5 through c7. Bone bank bone for structural grafting. On (B)(6) 2012: patient underwent MRI of the cervical spine without contrast. Impression: status post fusion that extends from c5 to c7. It is noted that the patient has moderate to severe foraminal narrowing on the left at c6-7. On (B)(6) 2012, (B)(6) 2012: patient presented with neck and left arm pain. On (B)(6) 2012: patient presented with the following preop diagnosis: left c6-7 foraminal stenosis with spondylosis. Procedure: left c6-7 hemilaminectomy, and medial facetectomy with foraminotomy. Use of operating microscope for microdissection technique.